Manufacturer narrative:
Additional information added to a3, a4, a6, b5, h6 and h10. The investigation is still ongoing.

Event description:
Per medical records received, during the procedure, alignment difficulty with the commander delivery system occurred due to a combination of inadequate position of the septal puncture and left atrial angulation. During this process, several struts of the 29mm sapien 3 ultra resilia valve became bent, preventing withdrawal across the original septal puncture. Attempts to snare and deploy the valve into the descending aorta were unsuccessful and led to native aortic valve injury with severe transvalvular aortic regurgitation and hemodynamic instability. CPR and emergent ECMO were required. The malfunctioning valve was subsequently withdrawn across the septum and removed after becoming dislodged in the right common femoral vein, requiring use of instruments. Significant procedural damage to both the bioprosthetic mitral and native aortic valves contributed to instability. A new, superior posterior transseptal puncture was created despite heavy scarring. During septal dilation with a non edwards balloon, the balloon ruptured. A 26mm sapien 3 ultra resilia valve valve was successfully advanced and implanted in the mitral position under rapid pacing with normal valve fill plus an additional 3 ml. Tee and fluoroscopy confirmed optimal placement with improved hemodynamics and no significant mitral gradient. Due to native aortic valve damage and severe aortic regurgitation, a 26mm sapien 3 ultra resilia valve valve was subsequently implanted in the aortic position with initial resolution of regurgitation the next day. A postoperative tee done later that same day, showed the aortic valve prosthesis was well seated with normal leaflet motion but demonstrated severe eccentric paravalvular regurgitation, with minimal central regurgitation, and a low mean gradient of 2mmhg. The 26mm sapien 3 ultra resilia mitral valve appeared well seated with mild central regurgitation; however, the reported mean gradient was 11mmhg, consistent with severe mitral stenosis. A transthoracic echocardiogram done 4 days later revealed a reduced mitral mean gradient of 7mmhg and prosthetic effective orifice area (eoa) of 0.63cm2, consistent with possible prosthetic mitral stenosis and trivial regurgitation. The patient developed cardiogenic shock, and despite ECMO support, the patient passed away either the same day or the following day.

Event description:
As reported by the field clinical specialist (fcs), during a transseptal tmvr procedure with a 29mm sapien 3 ultra resilia valve in a preexisting surgical valve being treated for mitral regurgitation, the operator attempted to use a technique to help with advancing the 29mm commander delivery system and crimped valve through the surgical mitral valve, which was snaring the wire in the ventricle from the arterial side to provide a stronger rail. The initial puncture was inferior and posterior. The team was able to advance the delivery system with crimped valve beyond the mitral surgical valve with this technique but was not able to complete the docking process (gross alignment) due to the pusher getting stuck on either the surgical mitral valve or the septum, and the angle of the patient's anatomy. Troubleshooting was performed, and the surgical valve leaflet was observed to be damaged causing the mitral regurgitation to worsen due to the delivery system being through the valve, and the continuous attempt at crossing the surgical valve. The mitral regurgitation worsened during the process of advancing the valve, the patient became hypotensive, CPR was initiated and the patient placed on ECMO and a balloon pump. At this point, blood was observed in the syringe, and it was decided to remove the devices. Once the patient was stable, the team attempted to withdrawal the delivery system with the crimped valve back through the mitral surgical valve, however, the inflow strut of the sapien 3 ultra resilia valve got bent. There were multiple attempts to remove the valve from different approaches, including the use of a raptor device through the arterial side (clamp), which in an attempt to grab the sapien 3 ultra resilia valve, the native aortic leaflet was damaged, creating aortic insufficiency. The team was able to eventually pull the delivery system with the crimped valve back through the surgical mitral valve, but they were not able remove it through the 24fr gore sheath due to the bent strut. As they were trying to pull the delivery system through the gore sheath, the distal tip of the delivery system became separated due to resistance with the delivery system balloon (flared balloon) through the surgical valve. The team proceeded with a second attempt withdrawal, but the sapien 3 ultra resilia valve came off the delivery system. The operator eventually was able to pull the valve out through the vein with needle drives through the tract system. A second puncture was performed superiorly, and a new 26mm sapien 3 ultra resilia valve was successfully implanted in the mitral position. The patient then underwent treatment for the damaged native aortic leaflet with subsequent aortic insufficiency with a tavr procedure using a 26mm sapien 3 ultra resilia valve. The procedure was completed successfully. Both of the sapien 3 ultra resilia valves were reported to be functioning well post procedure. The patient was stable at the end of the procedure and transferred to the ICU but passed away over the weekend due to cardiogenic shock and renal failure. Per report, the tip of the delivery system remained in the patients right femoral vein, and the patient was reported to have a very thick septum, possibly due to previous septum repair. There were no difficulties with flexing of the delivery system and no problems with the functionality of the devices. There was no calcification at the mitral valve.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually evaluated and the following was observed: the spring coil was stretched, and the guidewire lumen appeared separated from the nose tip, suggesting high withdrawal forces may have occurred. The separated distal balloon and nose tip were not returned. The colored strain relief was bunched up. The valve had a deformed/crushed frame with multiple struts deformed. There were gouges observed at the flex tip. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for difficulty to withdraw system with valve through vasculature, system components separate during use, and thv dislodged off balloon during withdrawal through a non-edwards sheath were confirmed based on the provided medical records and/or product evaluation. Additionally, although the reported event of balloon leak could not be initially confirmed based on the returned device condition, it was later confirmed through medical records documenting unsuccessful valve deployment and follow-up reports of indicating blood backflow into the inflation device. Although certain functional and dimensional testing could not be performed due to the condition of the returned device, the product evaluation did not identify any product nonconformance. Additionally, a review of the device history record and lot history did not indicate any manufacturing non-conformance that would have contributed to the complaint events. Moreover, a review of the instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation, which further suggests that the reported issues occurred during the procedure rather than being present out of the box. Based on the returned device evaluation, the valve exhibited deformation of the valve frame, with multiple struts distorted on both the inflow and outflow sides. In addition, the returned delivery system showed flex tip gouging and flex shaft compression. These observations are consistent with high alignment forces, which may have damaged the balloon prior to deployment. This damage was potentially caused by interaction between the crimped valve and the delivery system balloon, resulting in balloon leakage. Furthermore, troubleshooting was performed in response to valve alignment difficulties. Under these conditions, repeated device manipulation may have resulted in mitral valve injury, leading to worsening mitral regurgitation. As such, available information suggests the following: procedural factors procedural factors (high alignment forces, device manipulation, and interaction between crimped valve and balloon) may have contributed to the balloon leak. Withdrawal of a crimped thv with an altered profile due to damage (e.g., bent inflow/outflow struts) may result in increased resistance during withdrawal, as the enlarged profile can interact with surrounding vasculature. As such, available information suggests that procedural factors (withdrawal of a valve with altered crimp profile) may have contributed to the complaint event. Attempts to overcome the withdrawal resistance through additional pull force or device manipulation may have resulted in distal tip separation. Continued withdrawal under these conditions facilitated dislodgement of the thv from the balloon. As such, available information suggests that procedural factors (device manipulation) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.